Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, sion blue, xt-r. Guide catheter: launcher 7fr ebu 3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified, 99% stenosed proximal left circumflex coronary artery. During the procedure a 1.5 x 12 mm mini trek rx balloon dilatation catheter was used for pre-dilatation and was first inflated to 8 atmospheres. During the second inflation to 10 atmospheres the balloon ruptured. The catheter was removed with no resistance felt. The procedure was completed successfully with non-abbott balloon catheters and a xience alpine stent. There was no reported clinically significant delay in the procedure. There was no adverse patient effect.